Event description:
It was reported that balloon rupture occurred. The target lesion was in the left proximal cephalic vein. A 10.0 x40, 75cm gladiator elite was advanced for dilatation. However, upon inflation at 10 atmospheres the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1.initial reporter address 1-(B)(6).